Event description:
Healthcare professional (hcp) of the home patient (hp) reported the hp felt full, as if they were overfilled, while using the homechoice cycler for apd therapy. The hp had reported feeling full during the dwell phase of therapy and placed the cycler into a manual drain. During the manual drain the hp removed 4,039 mls of solution, which is 1,439 mls greater than the programmed fill volume of 2600 mls. Follow up with the hcp reveals they do not attribute incident to the homechoice cycler. According to the hcp, there was no pt injury or medical intervention.